Event description:
It was reported that: "surgeon is concerned about halo around implant. Wants to understand if this is indicative with this type of metal."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.